Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tight calcified mid left anterior descending (lad) artery. Pre-dilation was performed using two semi-complaint balloons. A 2.50mmx38mm synergy ii everolimus-eluting stent was advanced; however the device failed to cross the lesion and it was noted that the stent strut flared. The procedure was completed with a different device, no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: synergy ii us mr 2.5 x 38mm stent delivery system (sds); was returned for analysis. A visual examination of the crimped stent found the first distal strut was lifted and pulled in a distal direction. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer shaft profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the tight calcified mid left anterior descending (lad) artery. Pre-dilation was performed using two semi-complaint balloons. A 2.50mmx38mm synergy ii everolimus-eluting stent was advanced; however the device failed to cross the lesion and it was noted that the stent strut flared. The procedure was completed with a different device, no patient complications were reported.